Event description:
It was reported that there were a few undersensed complexes noted on episodes on a remote monitoring transmission. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.